Event description:
Customer reported defective power board.

Event description:
Customer reported defective power board. The power board was received for investigation. Device history record can be reviewed. No event linked with reported issue was observed. The power board was tested. Issue was confirmed, one connector on the board was slightly damage.